Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open orthopedic procedure. The suture was being used for a continuous stitch. The needle broke. The needle came off the suture. In order to resolve the issue and complete the case, began another stitch with a new strand of suture. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open orthopedic procedure. The suture was being used for a continuous stitch. The needle broke. The needle came off the suture. In order to resolve the issue and complete the case, they began another stitch with a new strand of suture. There was no patient harm. The patient's outcome is alive, no injury.